Event description:
Literature: van rijn ma, munts ag, marinus j, et al. Intrathecal baclofen for dystonia of complex regional pain syndrome. Pain. 2009;143(1-2):41-47. Summary: this study looked at the efficacy of intrathecal baclofen (itb) in patients with complex regional pain syndrome (crps)-related dystonia and to evaluate if itb is effective and safe in this population over a 12-month period. Fifty-seven crps patients were assessed for eligibility between january 2002 and january 2007, 42 patients were eligible to participate. After pump implant, it was reported that there was a catheter occlusion/kink. See manufacturer report number: 2182207-2009-03083.